Event description:
According to the reporter: during a sleeve gastrectomy, the reload stopped working halfway through stapling stomach. A new reload was opened to finish the procedure. The current patient status is fine. There was no patient injury.

Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.